Event description:
It was reported that during a stenting treatment procedure involving a 70% stenotic lesion in the lad coronary artery, the express2 monorail balloon was suspected to have a pinhole leak when contrast dye was noted to be 'shooting out' of the end of the catheter prior to deployment of the stent. No inflations were performed. The pt was asymptomatic during this event. The express2 monorail balloon catheter was removed and replaced with another express2 monorail balloon catheter to successfully complete the procedure. A 6f introducer sheath (type unknown), a bmw 0.014/190cm guidewire, a 6f/3.75 ebu guide catheter and a guidant inflation device were also used in this case. Pt status is reported as "stable". No add'l info is available at this time.

Event description:
It was further reported that the lesion being treated was calcified and the affected vessel was slightly tortuous. The lesion was debulked prior to insertion of the maverick monorail catheter. The maverick monorail balloon was suspected to have ruptured at 9 atm's on the third inflation when contrast was noted to have extruded from the tip of the device. The pt was asymptomatic during this event.